Event description:
It was reported that when the asymptomatic patient presented in clinic for routine check, auto mode switching episodes due to atrial lead noise were observed. Programming changes were made. The patient will continue to be monitored. The patient was in good condition.